Event description:
It was reported that during the implant procedure, when the device was connected to the leads poor telemetry was noted. A different programmer was used and the telemetry would be established temporarily and then shut off.